Event description:
At this time, the product has not been returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the lead was positioned in multiple locations due to high pacing thresholds. Upon removing the lead to insect th lead it was noted that the helix would not deploy. A new lead was implanted. No adverse patient effects were reported. This lead will be returned.